Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness, feverish and could not open their mouth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain, fever and complaint, ill-defined: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site response post injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice,massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Health care professional instructions: patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks. A week later, patient returned to the clinic for a follow up noting their cheeks were swollen since the evening before. Healthcare professional noted that there was "significant swelling, tenderness and feverish." Patient could not open their mouth. Patient was prescribed diaxin. The swelling was "resorbing with antibiotics treatment." Symptoms are ongoing.

Event description:
Additional information: patient was treated with clinda and valtrex a week after biaxin was prescribed. Patient also had a CT scan that showed edema and fluid collection in site that was drained with guidance by ent. Patient is still swollen but improving.